Manufacturer narrative:
The hospital replaced the flow sensors to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.